Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). For evaluation. The evaluation confirmed that the ptfe pad was severely worn. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Please cross-reference the following report about the metal part falling: 8010047-2016-00054.

Event description:
Two tb-0535fc devices were failed during a procedure of the urology. The ptfe pad of the first device was fell off inside the patient. The fragment of the ptfe pad was retrieved from the patient body. The procedure was continued with the second device. The ptfe pad of the second device was separated. The procedure was completed with another thunderbeat device. There was no patient harm reported. This is the report about the second device.